Manufacturer narrative:
Concomitant product: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4). Analysis found that the ins was functionally okay with insignificant anomalies.

Event description:
It was reported that the after the patient¿s first implantable neurostimulator (ins) was replaced everything seemed to be okay for a while, but then the patient started having the electrical shocking sensations once again. The device was turned off, which stopped those sensations, but made the patient¿s nausea worse. The patient had recurrent nausea, rare vomiting, and blood in bowel movements. The patient lost approximately 30 lbs. Over 6 months. The patient¿s health care provider (hcp) turned the device back on and within hours the patient started feeling the electrical shocking sensation and the following day had the device turned off once again. Over the last couple of months the patient had been able to gain 15 to 18 lbs. Back and believed they could control their symptoms by use of when necessary phenergan and careful food choices. At that time the patient wanted the device removed and did not anticipate ever having once put back in. The current generator box was palpable in the subcutaneous tissue of the left upper abdomen. The patient¿s system was explanted on (B)(6) 2015. The patient would follow-up 2 weeks following surgery. There was not a 50 percent or greater symptom reduction. The cause of the event was not determined. The patient¿s hcp did device interrogations and adjustments. The troubleshooting done to resolve the event was x-rays and nothing abnormal was seen. There was no patient death, no patient injury, and the patient recovered without sequelae after the device was removed.

Manufacturer narrative:
(B)(4).